Manufacturer narrative:
Concomitant medical products: d284drg ICD, implanted: (B)(6) 2010.

Event description:
It was reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered. The lead was picking up electromagnetic interference and exhibiting noise. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.